Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported during a total knee arthroplasty procedure that smartset ghv gentamicin 40g failed to harden or heat up as expected after 14 minutes, crumbling into small pieces when compressed. This resulted in difficulties impacting the implants to the bone, and the surgery was delayed by five minutes. The implants were forced in, and no adverse reactions were observed post-operatively, though the long-term fixation of the implants remains uncertain. No additional medical or surgical intervention was required at the time, and post-operative imaging showed no irregularities.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, b5, h6. (Health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. How was the cement prepared for use? -the powder and liquid were being mixed in circular motion in a cement bowl with a spatula. 2. What equipment was used to prepare / mix the cement? - disposable cement bowl and spatula. 3. What was the timing to mix and the time between mixing and setting? - the mixing time was less than 1 minute and the total setting time is 14 minutes. 4. What equipment was used to deliver the cement? - the cement is placed in a container and being transported from warehouse to hospital by van. 5. What was the storage temperature of the cement prior to usage? - lower than room temperature. 6. Please confirm the manufacturer for the cement product and provide the product details. - manufacturer: depuy ireland uc loughbeg, ringaskiddy, co cork, ireland. - product name: smartset ghv gentamicin bone cement. - lot number: 4674655. - reference number: 3095-040. 7. Can you please provide the event date? - 24th march of 2026. 8. Device follow-up: is the product still available for return? - yes, it is currently in the office.